Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device after a balloon angioplasty in the right superficial femoral artery (sfa). Reportedly, after the balloon angioplasty and an angiogram was performed to confirm location, size and disease state of the access site, a blunt dissection of the artery was done. The sheath exchange was performed with the starclose se sheath and the guidewire and dilator were then removed. The starclose se clip was deployed and the device was maintained for a couple of seconds and then removed. Manual adjunctive compression with a sterile gauze was held for approximately 15 seconds. The patient was asked to cough to confirm that the artery was closed. Pressure was maintained for another two minutes; however, a hematoma was noted to be forming. As the hematoma was observed to be getting bigger, manual pressure was applied for approximately 20 minutes to confirm arteriotomy closure. The hematoma was approximately 3 cm in size. There was reported to be a clinically significant delay in the procedure. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.